Manufacturer narrative:
This product is not marketed in the us. Work order search: no [or #] similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticmo12.6, -12.00/2.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted in the patient's eye. It was noticed that the lens was torn in the middle. The surgeon plans to exchange the lens. Attempts at obtaining additional information have not been forthcoming.

Manufacturer narrative:
Corrected data: work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).